Event description:
In 2003 pt was revised due to instability. In 2005 pt was revised due to instability. Intraoperatively it was noted that the spine from the tibial insert was completely missing and debris was present from the reinforcing rod articulating with femur. Pt also fell and reopened wound.